Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer reported vomitting. Reviewed programming and it appeared to be correct. Customer did not have clamp to complete troubleshooting.